Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors occurred when attempting to load multiple new cartridges. In addition, the pump battery could not be charged despite using multiple usb cables, wall adapters and power sources. Blood glucose level was 78 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue could not be verified. However, the alleged battery issue was verified.